Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that while placing the lite glove on the handle adapter, it split and the intern surgeon lost his sterilization. As a result, the surgeon had to use new gloves.